Event description:
A malfunction was reported, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reappeared, to which they agreed.